Manufacturer narrative:
Eval results: complaint was confirmed the returned lead had cut from the explant. The lead was incomplete and could not be functionally tested. The visual examination under the microscope revealed severe kink with all wires broken approximately 3.7 cm from the paddle. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm differs to the pt¿s physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2006. It was reported that all the lead contacts were found invalid during a scheduled scs ipg replacement procedure. The lead was removed and replaced by new lead.